Event description:
Atrial lead impedance alert and occasional lack of capture as well as undersensing there is a capped externalized conductor riata lead as well in the rv. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).